Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that something was wrong with their device. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient went to see their orthopedic doctor who discovered the device issue. The patient did not know what was wrong with the device as the doctor did not tell the patient, and the patient did not know what circumstances led to the issue. It was noted that the patient had the issue checked by a tech and it was resolved. No further complications were reported/anticipated.